Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause of the therapy being off unexpectedly on call was due to user made an error in trying to restore power. No problem with the unit.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that their programmer was not working. Patient stated that they could not adjust their stimulation back to "where it's supposed to be". Patient then confirmed that they were stuck on the homepage of their therapy app and that their therapy seemed to be turned off. Patient also mentioned that they were in the correct program, but they weren't able to turn their therapy on. Patient also mentioned that they put in a call to the manufacturer representative (rep) and that they've been assisted in making adjustments to make sure their therapy works, but afterwards, since 2 days ago, patient had been experiencing the reported issue. During the call, agent had the patient make sure that the communicator was over their implant, then patient was able to turn their therapy on, but when trying to increase their stimulation, the screen was just not doing anything. Agent walked patient through troubleshooting by restarting the handset, then patient was able to successfully connect to their implant and increase their stimulation to a comfortable level. Troubleshooting steps resolved the reported issue.